Event description:
The customer reported that a pt went into respiratory distress on two separate occasions on two different phoenix machines (please refer also to MDR 9616240-2007-00066). This incident happened one hour into treatment. The pt's treatment was terminated and the pt was admitted to the hosp.